Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained (hrns) episodes and lead impedance variation. It was noted that there was a sudden jump in right ventricular (rv) pacing impedances and oversensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.